Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted controller log files and testing of the returned product. Submitted log files revealed that the pump maintained a speed within the expected range throughout the log file. Active driveline power fault alarms were captured throughout the reported event date. There were no other notable alarms or events in the log file. The alarms did not affect the system controller's ability to support the pump. The heartmate 3 modular cable, lot number: 7335416, underwent an extended operation of a pump on the returned system controller and a mock circulatory loop. During extended operation, the reported driveline power fault alarm was reproduced. The returned modular cable was replaced with a test modular cable and the alarm resolved isolating the root cause of the alarm to the returned modular cable. The modular cable tested for the integrity of the wire conductor and insulation, and it did not pass. The modular cable was tested further for continuity and line resistance and revealed the brown (power a) wire intermittently measured as an open loop. The outer jacket and underlying protective layer of the modular cable were removed to inspect any damage relating to the driveline power fault alarm. Upon removing the last layer, the power a (brown) wire was found to have a breach in the insulation. Upon slight tugging force, the brown internal power became severed. The root cause was determined to be due to wire fatigue of the power a wire. Provided information revealed that the system controller and modular cable were exchanged resolving the alarm. Log files were submitted post controller exchange and the alarm did not return. A root cause for the reported alarm was determined to be a compromised power a/brown internal wire of the modular cable. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into the emergency department (ed) for a driveline fault alarm. Log files recorded a driveline power fault at 7:07:12 on (B)(6) 2025. Motor function was not affected by this event. The site performed a modular cable and system controller exchange. Follow-up log files captured the exchange, and showed that the driveline power fault had not returned. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.